Manufacturer narrative:
(6)(4). Info anticipated, but unavailable at this time.

Event description:
During the service the ex upgrade and the dc motor adapter upgrade were performed. The uniboard, the pump isolation mounts, the flat washers, the hdw washers and the pump were replaced because they were defective. There was no pt involvement.